Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reportable event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the following: artic e1 hip brg inspection found grooves to be worn into the outer radius of the bearing. No damage was observed inside the taper. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 163661 ¿ cocr head - 755720. Customer has indicated that the product will be returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03178.

Event description:
It was reported that patient underwent a right hip revision approximately 2 months post implantation due to the bearing disassociating from the femoral head. Attempts have been made and additional information on the reported event is unavailable at this time.